Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced multiple, intermittent elevated blood glucose (bg) levels in the 250's mg/dl range. Correction boluses were delivered to address the bg levels. A system check was performed using the current supplies and the pump performed as intended. Reportedly, the customer uses their cartridges for 3 days. Tandem technical support advised the customer to change their cartridge every 48 hours to stay within humalog labeling. Recommendation was made to consult with their health care provider to discuss diabetes management. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.